Event description:
It was reported by the clinician that when he went to remove the retractable scalpel from the tray, it was not fully retracted and the tip cut his finger. As a result, the scalpel was discarded and a band-aid was applied to the clinicians finger.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.